Event description:
Pt admitted for elective surgery. #16-5cc foley inserted in or. On p.o.d. #1, pt confused, pulling on foley. Nurse noticed foley partially pulled out and small amount of blood in drainage bag. Nurse attempted to remove foley and she was unable to deflate balloon. Md notified, urology consulted. Urology pa inserted #4 ureteral catheter guidewire and punctured the balloon. The catheter was removed. A #18 foley was inserted to tamponade bleeding from trauma. No further bleeding. Staff discarded the catheter, therefore, it is not available for eval.